Event description:
System error 2240 message appeared on the display of the home patient's homechoice machine during dwell 4/7 of their automated peritoneal dialysis therapy. Home patient disconnected transfer set from the patient line of the set without pausing therapy. The home patient then reconnected to the setup and received the alarm. Service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.